Event description:
The customer reported multiple symptoms related to ECG test failures. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the test failures. Multiple parts were replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. We are considering this a malfunction but we cannot determine the cause because multiple parts were replaced.